Event description:
It was reported that during a da vinci-assisted surgical procedure, the horizon small clip applier instrument had undesired dangerous movement. There was no reported patient impact or harm. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting undesired horizon small clip applier movement, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The horizon small clip applier instrument was analyzed and found to fail mechanical engagement when placed on the system. Instrument inputs failed to engage with the sterile adapter 3 out of 3 attempts. Due to engagement failure, the movement was not able to be tested. The root cause is attributed to broken inputs. The instrument was found to have an input disk broken. Input disk #6 was found completely detached from the housing. Broken inputs may cause unintuitive motion. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The complaint regarding the horizon small clip applier having undesired movement was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g., the instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.